Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The response buttons are non-functional. The cause for failure is isolated to contamination on the rear response button. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The response buttons are non-functional.